Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, dislocation of prosthetic components from improper positioning, trauma, loss of fixation and or muscles and fibrous tissue laxity. Closed reduction of right hip under sedation in the ed. Patient number: (B)(6).